Event description:
It was reported that there was coupling and or communication issues. An implantable neurostimulator over-discharge was suspected. The last time any stimulation was felt was 6 to 12 months ago. The device was in the first hour of physician mode recharge process, and it had a previous over-discharge that had not been recovered since. It was later reported that patient had 3 power-on-resets and patient needed a battery replacement. It was confirmed that there were 2 over-discharges occurred. The patient was scheduled to meet with the representative in a week or two to reprogram the device.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).